Event description:
In 2006, advanced bionics was notified that the patient was diagnosed with meningitis.

Manufacturer narrative:
Advanced bionics is in the process of collecting the required clinical information necessary to determine the pathology of the reported infection.